Event description:
New information on (B)(6) 2014 notes: the lead exhibited loss of sensing. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead impedance decreased from 355 ohms to less than 200 ohms in both the unipolar and bipolar configurations and there was loss of capture. Noise was noted on the lead. On (B)(6) 2010, the pulse generator was programmed to vvi mode.